Event description:
It was reported the lead broke ¿at the percutaneous extension connector block¿ while trying to disconnect the lead from the connector. It was stated the break/fracture was detected while removing the lead. It was noted that replacement was required as a result of the event. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# 0208214723, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# 0208214723, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 97791, product type: accessory. Product ID neu_perc_extension, product type: extension. Analysis of the lead model 3888-33 lot # 0208214723 found no significant anomalies. Analysis of extension model neu_perc_extension serial number unknown found the connector block was twisted in the molded rubber while tightening the setscrew.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.